Event description:
It was reported that during right knee acl reconstruction, surgeon noted pressure building up on the knee. He assessed the thigh and noted it was hard. Pump setting 35mm, orange clip removed prior to spike, sensor was not disconnected/reconnected, tubing was not changed. Pump was turned off and tourniquet brought down. Massage and cold compresses were applied, doppler was used to verify pulses in the right foot. Patient's status was observed for 1 hour, 40 minutes; meniscus was repaired, the acl reconstruction was aborted and will be rescheduled.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. Evaluation of the pump revealed no problems relevant to the event. The complaint could not be confirmed. Tubing set was not returned for evaluation. Based on the information provided, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device not yet returned for evaluation.